Event description:
Feeding pump set for 40 cc/hr and in 60 minutes 160 cc ahd been fed. Pump was immediately removed from use. It is unclear at this time whether pump had malfunctioned or the student nurse miscalibrated. Hosp was trying to determine this and hence time delay on this report.